Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during remote follow-up the implantable cardioverter defibrillator was found to be in back-up vvi mode. The healthcare provider was able to restore the device with the assistance of technical services. The patient was stable.